Event description:
A patient was being emergently intubated and an ambu bag was being used for positive pressure ventilation. After intubation, the respiratory therapist (rt) was unable to separate the bag from the mask to give respiratory support through the endotracheal tube (ett). It is thought that moisture within the mask and bag made it difficult to separate, but it was able to forcefully separated after the event.